Manufacturer narrative:
Analysis of the AED's log files identified that once the new battery was installed the AED functioned as designed and could stay in service. Analysis of the AED's log files did not identify a cause for the depleted battery pack. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.